Event description:
It was reported that the infusion pump was programmed to administer a 5 ml solution at 5 ml/hr. Soon after the infusion was started the nurse saw rapid dripping of solution in the drip chamber of the IV set. The pump was taken out of use and there was no pt injury.